Event description:
It was reported that during a routine outpatient check, a conductor fracture was suspected in the right ventricular (rv) lead after impedance measurements exceeded 3000 ohms, even in unipolar mode. The location of the lead conductor fracture was not confirmed by x ray images, but the device was reprogrammed due to the history of the patient of chronic atrial fibrillation. This rv lead remains in service. No adverse patient effects were reported.